Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. All 5 parts were returned and examined under magnification, which includes a plate and 4 screws. The plate is a 4-hole locking 1st tmt fusion plate; (part number 70-0008, batch number 588694). The four screws are the following: 3.5mm x 16mm locking hexalobe screw (part number 30-0236, batch number 575199), 3.5mm x 22mm locking hexalobe screw (part number 30-0239, batch number 559364), 3.5mm x 24mm locking hexalobe screw (part number 30-0240, batch number 577628), and 3.5mm x 24mm non-locking hexalobe screw (part number 30-0263, batch number 572964). It was reported that the screw that failed was (part number 30-0240), with the proximal locking screw hole. This screw had very minor damage, and possible slight stripping and deformation on the 1st and 2nd threads closest to the head. The screw (part number 30-0239) had much more significant damage, including some stripping of the hexalobe inlet of the head, stripping of threads on the shaft, as well as some stripping on the threads closest to the head. This screw was not mentioned in the complaint. The screw (part number 30-0263) had some damage to the hexalobe inlet in the head. The screw (part number 30-0236) had no significant damage. The plate (part number 70-0008) had light scratch marks consistent with an implanting operation. It was reported that the screw (part number 30-0240) failed to lock in the plate. This could have been caused by cross-threading into the plate and subsequent stripping and deformation. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported after positioning the 4 hole tmt fusion plate (part number 70-0008) and provisionally securing the plate to the patient's cuneiform and 1st metatarsal with threaded plate tacks, a locking drill guide was screwed into the most proximal hole for initial locking screw placement. The locking drill guide was unscrewed, and the use of the depth gauge determined the appropriate locking screw length of 24mm. The scrub tech loaded the 3.5 x 24mm locking screw (part number 30-0420) on the driver and handed it to the physician who then handed it to an orthopedic resident assisting. The screw was positioned in the hole and advanced by the resident at the direction of the attending physician. As the locking screw initially engaged the plate, the attending physician informed the resident that he should feel the screw lock into the plate. As the head of the screw sat on the plate, the resident did not feel the screw locking. At that time, the attending physician took over and confirmed the screw was not locking into the plate. It was attempted to remove the screw to replace it; however, the screw would not disengage from the plate. The attending physician continued with placing the remaining screws; however, upon placing the last screw, the attending physician was uncomfortable with the overall construct and decided to remove all hardware. A new 4 hole tmt fusion plate (part number 70-0009) was used with a set of new screws which resulted in a successful outcome. This issue prolonged the surgery by 20 minutes. This report is related to report numbers 3025141-2023-00392, 3025141-2023-00393, 3025141-2023-00395, and 3025141-2023-00396.